Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient had an oozing rash under the lifevest. The patient was given a steroid lotion from his physician, and later, a cream was prescribed. The patient's lifevest was removed as the patient was to receive an ICD. Follow-up indicated that the rash was healing.